Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the clear ring on the top of the pump where the insulin vial went in was broken off. The customer¿s blood glucose level was unknown at the time of incident. The customer also stated that clear ring was always keeps falling and it was loosed and came off easily. Troubleshooting was performed. Customer also reported that the battery died so quickly without warning of low battery, insulin pump had false alarm of insulin flow blocked. The device will not be returned for analysis.